Manufacturer narrative:
Ra has just received a sterile, representative sample and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Oophorectomy - the bag was being deployed slowly, once the bag was fully deployed the bag fell off the prongs and a member of the medical staff believed to have ripped. Prongs were exposed. No instruments were used to open the bag. Type of intervention - used an additional bag. Patient status - no patient injury.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. A representative sample from the same lot was returned and met all specifications. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.